Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 02/13/1996 and was last repaired on (B)(4) 2006 for a non-related issue. Evaluation of the device observed that the comb, side plates, roller and roller gear were damaged. It was also observed that the ratchet was not ratcheting. Prior to repair, the device was within calibration specifications. No cutters were returned with this device for evaluation. The cause is likely the user not maintaining the device per proper handling and lack of preventative maintenance. According to the instructions for use, the device should be returned to the manufacturer every 12 months for preventive maintenance. The device was serviced and returned to the customer.

Event description:
It was reported that the ratchet handle on the zimmer skin graft mesher was not working properly. Additional clinical follow up with the customer clarified the reported issue to be that handle was not connecting with the ratchet and the device was unable to pass skin through. The customer indicated there was no surgical delay or pt injury and that an alternate device was available for use.